Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse called to report that the customer was hospitalized at the time of the call. Customer was having trouble with sensor glucose levels versus blood glucose levels. Customer had a sensor glucose level of 315 mg/dl and administered 10 units of insulin. This caused level of 315 mg/dl and administered 10 units of insulin. This caused the customer's blood glucose level to drop to 90 mg/dl and sensor glucose level to drop to 35 mg/dl. Customer then went to the hospital. Blood glucose level was 168 mg/dl at the time of the call. No further information was provided.